Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -9.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to low vault without rotation the problem was resolved. The cause of the event is unknown.